Manufacturer narrative:
Per additional information received on march 03, 2025, patient underwent bilateral replacements as follow: left) catalog#: 3506501bc sn: (B)(6), right) catalog#: 3506501bc sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 600cc, silicone prosthesis experienced left-sided capsular contracture grade iii post procedure. The issue was diagnosed through physical examination. As a result, patient underwent removal on (B)(6) 2023.

Manufacturer narrative:
Suspect device received on january 17, 2023 device evaluation completed on january 23, 2023. Visual analysis of the returned sample revealed that the sm mpp gel 600cc breast implant was found to have a tear on the anterior view, measuring approximately 0.3 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).